Event description:
Philips received a report from a customer that a hospital employee was injured.. The wheelchair was attracted to the magnet and the finger of the operator got broken as result of the attraction event.

Manufacturer narrative:
(B)(4). This event was due to not following MRI safety standards by bringing a non mr compatible wheelchair into the examination room. This is a known issue, no magnetic materials should be brought into the examination room. No field corrective action is required. The magnet was brought from field to remove the wheelchair and then brought to field again. The safety directions as presented in the instruction for use already contain warnings on this matter.